Manufacturer narrative:
Received 10 unopened rubber catheters. The reported event was unconfirmed, as the product met specification. Per visual inspection, the samples were examined and did not find anything that would contribute to the reported event. All samples were gauged to be 15 french. The specification for this product is 14 french +/- 1 french, so the samples met specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the catheter appeared to be larger than 14fr. (Which was written on the packaging). The complainant alleged that the catheter was inserted, and the patient was able to void. No patient injury was reported; however, the patient did experience burning and self-limited bleeding.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter appeared to be larger than 14fr. (Which was written on the packaging). The complainant alleged that the catheter was inserted, and the patient was able to void. No patient injury was reported; however, the patient did experience burning and self-limited bleeding.